Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.